Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin flow block alarm found on or near event date. Keypad functioned as expected. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, cracked keypad overlay, missing display window/cover. Unexpected insulin flow blocked alarm was not confirmed. Battery cycle 5.0 received the lowbatteryalert (104) on 05/18/2025 17:51:00 after more than 7 days at 12.63 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/06/2025 02:42:00 after more than 7 days at 12.26 days. Battery cycle 3.0 received the lowbatteryalert (104) on 04/23/2025 20:22:00 after more than 7 days at 12.43 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary customers alleged no delivery, unresponsive keypad, motor anomaly and charge last less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an unexplained no delivery alerts, arrow button stuck, loud during rewind, occasionally slow to rewind, and frequent battery changes. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. Section b5 - updated summary. Section h6 - updated type of investigation, investigation findings, investigation conclusion codes. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.